Event description:
It was reported that a pump malfunction occurred with malfunction code 15-0x277e. There was no information provided regarding the impact on the customer's blood glucose level, as the customer declined to answer whether the level exceeded 500 mg/dl. To resolve the issue, the pump was replaced under warranty. The customer was informed about the pump replacement and instructed to return the malfunctioning pump to tandem with a pre-paid label, although the customer declined to share information on the backup therapy used.